Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture visible in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1: date of submission 08/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 8/04/2016 with the following findings: during investigation, a visual inspection of the pump revealed cracks in the battery compartment. There was moisture damage observed in the battery compartment. A leak test was performed and a leak in the battery compartment was found. The pump was opened and no additional moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.